Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that at 3:28pm on (B)(6) 2017, he obtained alleged inaccurately high blood glucose results on the subject meter of ¿3.4 and 3.5 mmol/l¿ which did not match the way he was feeling. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that at the time of obtaining the results, he was experiencing symptoms of ¿weakness, sweating and difficulties concentrating.¿ he felt he should only experience such symptoms if his blood glucose levels are ¿2.7 mmol/l or lower.¿ the patient manages his diabetes with insulin and he refused to specify the dose of insulin he had taken before the alleged issue started. He reported that he self-treated his symptoms by eating some sugar and ¿felt better.¿ he denied using any other device to test his blood glucose levels. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and his test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation. The csr noted that the meter will be replaced at the local point of care and 50 test strips will be sent to the patient. This complaint is being reported because the patient developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. The meter cannot be ruled out as having caused or contributed to this event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.